Event description:
It was reported that during capital equipment installation, the device's screen began to emit fire. There was no patient or procedure involved.

Event description:
It was reported that during capital equipment installation, the device's screen began to emit fire. There was no patient or procedure involved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.